Event description:
It was reported that the pt stated the tracheostomy tube deflates and will not hold air. The pt had the tracheostomy tube in place for approx two weeks and replaced it with another same custom tracheostomy tube. It is not known if the cuff was pre-tested.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.